Event description:
I have been dealing with 40 symptoms over the course of 10 years. I have seen western medicine doctors, functional medicine doctors, chiropractors and many others in the health field to help me determine the cause of my health issues with no success. My health issues effected me on a daily basis. I was suffering daily with no relief. My primary issues was extreme fatigue which was the first symptom to show up over 10 years ago. I also suffered from brain fog, muscle weakness, joint pain, hair loss, dry skin/eyes/mouth/hair, weight gain, temperature intolerance, low libido, night sweats, hormone imbalances, adrenal fatigue, swollen lymph nodes, tingling/numbness in arms/legs, stabbing pain in chest, cold hands/feet, muscle twitching, vertigo, dehydration, photosensitivity, nail cracking, decline in vision, exercise intolerance, kidney and liver issues, digestive issues, food and chemical allergies, frequent illness, suicidal thoughts, oral thrush, symptoms of fibromyalgia, chronic inflammation, depression, symptoms of lyme's/mold exposure, ringing in ears, autoimmune issues (ra & lupus) & a general feeling like I was dying on a daily basis. I am 100% certain that these issues were being caused by my breast implants. I had mcghan/allergan 168 implants from 2001 to 2017. In 2017 I had an exchange. At that time, I had no idea that my mcghan/allergan 168 implants had been recalled. In 2017 my mcghan/allergan implants were replaced with ideal implants. I explanted with 100% total capsulectomy of both implants that were under the muscle on 3/11/21. Since my explant, over 85% of my symptoms are gone and I believe the remaining symptoms are just requiring more healing time. FDA safety report ids # (B)(4).